Event description:
It was reported that beeping tones were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) and the patient was seen in-clinic. Upon interrogation, a battery depletion (bd) code was declared. The physician suspected that the device battery was exhibiting premature depletion. The s-ICD data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. A replacement procedure was scheduled for the end of september. At this time, the s-ICD remains implanted and no adverse patient effects were reported.

Event description:
It was reported that beeping tones were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) and the patient was seen in-clinic. Upon interrogation, a battery depletion (bd) code was declared. The physician suspected that the device battery was exhibiting premature depletion. The s-ICD data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. A replacement procedure was scheduled for the end of september. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that beeping tones were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) and the patient was seen in-clinic. Upon interrogation, a battery depletion (bd) code was declared. The physician suspected that the device battery was exhibiting premature depletion. The s-ICD data was forwarded to boston scientific technical services and is currently pending review. Additionally, a replacement procedure was scheduled for the end of september. At this time, the s-ICD remains implanted and no adverse patient effects were reported.